Manufacturer narrative:
The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Completion of the investigation relayed to sales rep via email. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint:(B)(4).

Event description:
It was reported that during a left bicep tendon repair procedure on (B)(6) 2015, the juggerloc metal inserter tip bent while malletting in. The surgeon used a different juggerloc implant in the same previous drilled hole. The surgeon stated that the patient's bone was very hard. No additional information provided.